Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: deflation: one opening observed on the valve bond edge side assessed as an unidentified (tear) opening. Additional observations: creases were observed.

Event description:
Patient reported left side deflation. Device has been explanted and replaced